Event description:
Japan alliance registry. It was reported that restenosis occurred. On (B)(6) 2023, an agent dcb mr 3.00 x 30mm was selected for treatment during the treatment of the 75% stenosed and severely calcified target lesion. On (B)(6) 2024 the patient presented with restenosis of the target lesion and was treated using another method.